Event description:
It was reported by a hospital that the ventilator graphic user interface (gui) display became blank. Although requested, it is not known if there was patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device. And verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and it resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.(B)(4).